Event description:
It was reported that a pump did not alarm for a downstream occlusion. The device was programmed to deliver amiodarone at an unknown rate. The nurse stated that the slide clamp below the pump was closed and the pump did not alarm. The nurse stated that as a result, the patient's blood pressure dropped. The infusion rate was increased with no response from the patient. After the occlusion was identified and addressed, the patient's blood pressure stabilized.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.